Event description:
It was reported that the patient was hospitalized in the intensive care unit for diabetic ketoacidosis while using the infusion device. The doctor reported that the patient "likely needed a membrane change or perhaps another replacement part as her pump seems to be blocked". The patient was also using a diaport system. No further details were provided to clarify the "blocked pump". The type of treatment provided to the patient at the hospital was unknown. It is unknown how long the patient was in the hospital.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.